Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had intermittent drainage under their armpit near the ins site, which caused them pain and problems using their wheelchair. The caller stated that the patient's dermatologist wondered if the drainage might have been related to the ins, given that the drainage was under the armpit near the ins site. The caller stated that the patient had about 4 or 5 episodes of the drainage, at least 2 of which occurred after the ins was explanted (explanted electively due to needing a spinal MRI). The caller stated that the patient's healthcare provider (hcp) initially thought the drainage seemed like a possible infection, so they treated it "aggressively" with oral antibiotics. The caller stated that the drainage was later diagnosed as axillary lymphedema, and that the patient saw a physical therapist that specialized in lymphedema. Due to the drainage being intermittent, the caller stated that they did not liken the drainage to cancer. The caller mentioned that the patient had been to the ER and had lots of scans over the last few years to address the drainage. The caller indicated that the drainage continued and was asking for guidance on how to further address the issue. The caller was redirected to the patient's hcp to further address the issue.